Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This follow up report is to correct the device being reported against as the reporter has updated the catalog number from sb936 to sb957. Updates made in report section d4. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, sb936, detachable pouch 3x6" 5ea/box, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿during the use of the device half of the black plastic tip of the ring that holds the bag broke off and fell into the patient¿s abdomen. The piece has not been found and a company reporting procedure has been activated.¿. There was no report of injury, medical intervention, or hospitalization for the user. This report is being raised due to the reported injury because of the unknown location of component and will be filed as a voluntary distributor report. Update: 4jan2024, discovered device is sb957, detachable pouch 5x7" 5ea/box..

Event description:
The customer reported that the device, sb936, detachable pouch 3x6" 5ea/box, was being used during an unknown procedure on (B)(6) 2023 when it was reported, ¿during the use of the device half of the black plastic tip of the ring that holds the bag broke off and fell into the patient¿s abdomen. The piece has not been found and a company reporting procedure has been activated.¿. There was no report of injury, medical intervention, or hospitalization for the user. This report is being raised due to the reported injury because of the unknown location of component and will be filed as a voluntary distributor report.

Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. We will continue to monitor for trends through the complaint system to assure patient safety.